Manufacturer narrative:
The following devices were also listed in this report: triathlon p/a cr beaded #2r; cat# 5517f202; lot# ueu2s. Tritanium patella-asymmetric; cat# 5552-l-299; lot# wd1d1. Tritanium bplate triathlon s2; cat# 5536b200; lot# ctd129144. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
I&d of a right triathlon knee due to infection. Tibial insert was exchanged.